Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with reservoir leak. The customer's blood glucose level was unknown. The customer states they did not know where the leak was coming from. The customer was advised the reservoir would be replaced and returned for analysis.